Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified however, is likely the following led to the malfunctions: - the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from bending section cover but a definitive root cause cannot be determined. The events can be detected and prevented by following the instructions for use: -gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. -gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the air/water cylinder, air/water tube, adhesive on the bending section cover, and plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.